Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis. Wear problem.